Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply and compact flash card were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during boot-up, the unit indicated a system reset error. There was no reported patient involvement.